Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was observed during filling at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from june 7, 2018 - june 8, 2018. H10: the actual device was evaluated. A visual inspection was performed using the naked eye which found no fluid inside the bladder. Functional testing was performed by filling the device with green colored water. During fill, evidence of leak/backflow was observed at the fillport. Subsequent examination revealed the cause of leak/backflow at the fillport was due to glass fragments measured to be 0.30 and 0.40 square mm in size, lodged under the device checkband. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fillport.the most likely cause of glass fragments becoming lodged under the checkband is user filling technique. The device was determined to be conforming product.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.